Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit turns on/off by itself.¿ the unit was triaged and the customer¿s reported condition was confirmed. The root cause of the reported condition was due to the battery¿s inability to hold a charge. While the pump is in service, battery life may degrade over time. The customer is responsible for routine maintenance (cleaning and all recommended performance tests set forth in the pump operation and service manual). The manual also states that the customer contact customer service if battery life degrades (section vi ¿ battery power operation). All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit turns on/off by itself.

Manufacturer narrative:
Submit date: 01/14/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports that the unit turns on/off by itself